Event description:
It was reported that during advancement of the 3.0x18 mm multilink vision rx stent delivery system (sds) over the guide wire (only several mm's) outside the patient, heavy resistance was felt. No resistance was felt during removal of the sds from the guide wire; however, after removal of the sds tip was observed to be separated. The sds did not enter the patient anatomy. Another sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was not confirmed; however, the tip was stretched. The difficult to position/guide wire resistance could not be replicated due to the stretched soft tip. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.